Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 21 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during use. The following information was provided by the initial reporter: "pharmacist reported needle clog on behalf of consumer".

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes returned to manufacturer on: 6/8/2020 investigation: customer returned (71) 32gx4mm bd pen needles from lot 9198513. Consumer reported that needle clogged. 30 out of the 71 returned pen needles were selected, examined, then tested for flow using a test pen injector: all 30 tested pen needles were able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during use. The following information was provided by the initial reporter: "pharmacist reported needle clog on behalf of consumer."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during use. The following information was provided by the initial reporter: "pharmacist reported needle clog on behalf of consumer".